Event description:
Allergen implants 15-397 august 2013. About one year later constant headache hospitalized for new auto immune disease ulcerative colitis. Was sick with infections and headaches for 10 years and flare up and pain and dry eyes and migraines and joint pain, skin cancer on breast now realize I have breast implant illness. Wish I had known sooner. I hate how you let people put these things in their body that kills them. None before breast implants. Ref report: mw5163207.